Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device confirms the customer complaint; however, the cause of the device failure cannot be determined.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography procedure using a hydra jagwire guidewire, the polytetrafluoro ethylene (ptfe) coating of the wire peeled, causing the wire to get stuck inside the stent. The procedure was aborted with no complications to the patient.